Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did confirm and replicate the customer complaint "surgeon unable to open and close tip of instrument, tip don't move". The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. There was no report of a recognition or engagement failure during this procedure on the log. The instrument was fully functional. Product issue was identified.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the prograsp forceps instrument tip was unable to open and close, it did not move. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the tip froze; the jaws were unable to open. The jaws were not stuck on tissue. There was no adverse event to any grasped tissue. There was no tissue removal. There was no bleeding. The instrument was sent out. No photos or videos are available.